Event description:
The customer reported that while the unit was in use on pt, the unit failed to display an ECG waveform. The pt was switched to another unit and therapy was continued. No pt injury was reported.